Manufacturer narrative:
The device has been received for evaluation; however, device evaluation has not yet been performed. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump was not annunciating for alerts. Customer's blood glucose level was 105 mg/dl. Customer reverted to manual insulin injections for alternate insulin therapy.